Manufacturer narrative:
Investigation summary: three photos and one sample were received by our quality team for evaluation. From the photos, black foreign matter was observed on the cannula. The sample was subjected to visual inspection. One loose foreign matter was observed on the body of the cannula. It was black in color and irregular-shaped. The black foreign matter was sent for fourier transform infrared spectroscopy (ftir) analysis. The results show that the spectrum matches reasonably with a silicone compound. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the ftir results, the foreign matter is silicone. Silicone is used as lubrication to the cannula in the assembly process. Based on the location of the foreign matter, the probable cause could be at the shield loading station. There is dirt (black foreign matter) and silicone accumulated at the sides of the centering gripper. Hourly in-process inspection and daily out-going inspection check for foreign matter. Based on the above investigation, the technician may have cleaned the centering gripper but missed out to verify after cleaning at on of the grippers. Therefore, this foreign matter transferred to the cannula. A standard work instruction will be created to enhance the verification method after cleaning the centering gripper.

Event description:
It was reported when using the bd precisionglide¿ hypodermic needle there was foreign matter in or on the needle and epoxy on or in the needle cannula. The following information was provided by the initial reporter. The customer stated: "there was foreign matter in the needle."